Manufacturer narrative:
The returned device analysis was unable to confirm the reported deformation due to compressive stress associated with the soft tip damage and the material deformation associated with the distal shaft appearing more straight when in neutral. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated the deformation due to compressive stress (soft tip damage) and material deformation (distal shaft appearing more straight when in neutral) appears to be related to user perception. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report damage to the soft tip of the steerable guide catheter. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, the steerable guide catheter (sgc) was inserted into the anatomy, and then removed to replace the guide wire for a different length. The sgc was re-flushed and soft tip damage was noted. The soft tip did not appear to have a smooth transition as normal. It was also noted that the natural curve of the distal shaft of the sgc was more straight than usual, while the +/- knob was in the neutral position. The device was replaced with a new sgc, and one mitraclip was implanted to reduce the mr to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.